Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, a partial lead was returned in one piece. Visual inspection of the lead found external insulation abrasion consistent with friction to device can.

Event description:
This report is to advise of an event observed during analysis.